Manufacturer narrative:
(B)(4). The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a zebra¿ guidewire was used in the kidney during a percutaneous nephrolithotomy (pcnl) performed on (B)(6) 2017. According to the complainant, during the procedure, the guidewire was kinked and the core wire was broken. The procedure was completed with a new zebra¿ guidewire. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Visual examination of the returned guidewire revealed that it was broken 133.5cm from the proximal. The other section was not returned. The complaint is consistent with the reported event of core wire broken. It is most probable that procedural or anatomical factors could have generated the failure encountered. It is most likely that during procedure the device could have been manipulated, since the failure found is an issue that could have been generated by excess of torsional force to the device by the user. Therefore, the most probable cause of this complaint is operational context. A DHR (device history record) review was performed and no deviation was found. A search of the complaint database confirmed that no similar complaints exist for the specified batch.

Event description:
It was reported to boston scientific corporation that a zebra guidewire was used in the kidney during a percutaneous nephrolithotomy (pcnl) performed on (B)(6) 2017. According to the complainant, during the procedure, the guidewire was kinked and the core wire was broken. The procedure was completed with a new zebra guidewire. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.